Event description:
It was reported that a critical alarm was heard and confirmed by telemetry; the alarm was due to zero ml reservoir volume being reached. The pump had been empty since (B)(6) 2009. The pt was experiencing a return of symptoms, not further specified. The pump was being replaced on (B)(6) 2010. It was later reported on (B)(6) 2010 that the pt went into withdrawal and was treated at the hospital as an inpatient. The pt was told not to return to his pain physician's practice for unk reasons. The pt's pump went dry. The pt now had a new pain physician. The pump contained 2000 mcg/ml baclofen; 860 mcg/day.

Manufacturer narrative:
(B)(4).